Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb)results on their e411 analyzer. The customer stated that in (B)(6), they were systematically running samples both diluted and un-diluted to save time. The customer provided data for one patient with a discrepant result. The patient's sample was tested un-diluted from the collection tube and the result was 13.68 iu/l and it was not reported outside the laboratory. The sample was aliquoted into a sample cup and tested with a 1:100 dilution and the result was 67231 iu/l. All the subsequent results confirmed the result of 67231 iu/l. 67231 iu/l was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 167584 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined. No instrument or reagent related information is available for investigation. The information was requested but not provided by the customer.